Event description:
Latest in situ measurements show all electrodes in status high. According to imaging results the electrode seems to be in the correct place.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.